Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator&#10249;I extra large round snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare was unable to cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: the device returned was not a boston scientific device; therefore, no product analysis could be performed. The boston scientific device has not been received for analysis; upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator¿ ii extra large round snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare was unable to cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.